Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards' affiliate in japan, during a left transfemoral transcatheter aortic valve replacement (tavr) using a 26 mm sapien 3 ultra resilia valve, the commander delivery system balloon exhibited a leak. When the delivery system was passing through the sheath at the position where the valve exited from the sheath tip, the valve got caught on the aortic wall due to the abdominal tortuosity, preventing further advancement. Without forcing the delivery system, the sheath and the delivery system were pulled back together, changing the pathway, which allowed the valve smooth passage. The valve alignment was done without any issues and the valve was successfully deployed. After the valve deployment, since blood was observed in the inflation device, the delivery system was removed. Upon inflating the balloon outside the body, a mist-like leak was observed near the proximal marker of the triple marker. No paravalvular leak was detected with the deployed valve, and it was determined that no further expansion was necessary, thus the procedure was concluded. No health injury was observed. After the procedure, the imagery of the procedure was reviewed. It was observed that when the valve got caught on the aortic wall due to the abdominal tortuosity, the skirt side of the valve was at the leak point. The interference between the catheter and the valve at that time was considered the cause of the balloon leak.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2 and conclusions in this section have been updated. H6 codes were corrected: investigation findings, investigation conclusions. H6 codes were added: component, type of investigation. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints for difficulty tracking through the anatomy and balloon leak were unable to be confirmed due to unavailability of applicable imagery or returned device. It was noted that the patient had tortuous abdominal aorta, suggesting that the tortuous patient anatomy may have contributed to the non-coaxial advancement. This likely caused the valve to catch on the aortic wall, leading to the tracking difficulties. As such, available information suggests that patient factors (tortuosity) and/or procedural factors (non-coaxial advancement) may have contributed to the difficulty tracking. During manufacturing, balloons are 100% visually inspected at several different steps and devices are 100% leak tested. Therefore, it is unlikely that the delivery system left the manufacturing site with balloon damage. Additionally, there was no note of abnormalities or leakage on the delivery system during device preparation and de-airing, suggesting that there was no issue with the device when removed from packaging. In this case, it is likely that the device was tilted while advancing delivery system with crimped valve into sheath due to the tortuous anatomy, resulting into non-coaxial advancement at the first attempt. The non-coaxial advancement potentially caused the valve apices to interact the crimp balloon and subsequently damaged the balloon, leading to crimp balloon leakage post valve deployment. As such, available information suggests that procedural factors (valve apices interacts with crimp balloon) may have contributed to the complaint event of balloon leakage. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.